Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that a site nurse discovered a damaged drill bit while washing after a procedure. No additional information was provided.